Event description:
Insert would not seat on l-2 cruciform tibial baseplate (6632-3-430) after several attempts. Another insert same size was opened and seated without incident. No adverse consequence to patient or extension of surgery time.